Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was found to have broken curved blade. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. As result of the blade breakage, functional testing for energy delivery initialization and motion related issues could not be performed. Additional unrelated observation(s) not reported by site: the instrument was found to have curved blade broken at the base. A piece measuring approximately 10.0 mm x 2.1 mm was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tissue coagulation was performed during surgery. Tissue grasped pressure on the harmonic ace instrument, and it stated to ¿relax the pressure because it was too high.¿ after removing the arm, the tip was cleaned and instrument was re-attached. An error message appeared stating to remove the device. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-apr-2026: the instrument was broken after removing it from the patient. The patient did not return to the hospital due to any post-surgical complications.